Manufacturer narrative:
H6 component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 40695un20. Return testing was not completed as returns were not available. A ticket search for lot 40695un20 did not identify increased complaint activity related to the falsely elevated patient results. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 40695un20 and the complaint issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. The historical performance of reagent lot 40695un20 was evaluated using worldwide field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 40695un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 40695un20. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 40695un20 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: (B)(6) 2021, the initial result was 0.089 ng/ml, repeat results were <0.010 ng/ml on same architect and alternate architect (troponin cutoff of <0.038 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.